Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead continued to exhibit a high pacing impedance measurement. No adverse patient effects were reported. The lead remains in service.

Event description:
Boston scientific received information that this right ventricular (rv) lead has exhibited impedance measurements greater than 2000 ohms and high threshold measurements for a year. During a recent, routine device replacement procedure, the decision was made to leave the rv lead implanted. It was suspected the rv issues were a result of abnormal connective tissue between the tip of the lead and the heart tissue. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained: the high pacing impedance and threshold measurements are expected for this patient. A follow up visit was performed. All measurements were stable. When the alert was reset and a further alert was triggered.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.